Event description:
It was alleged that the cot drops unexpectedly. Manufacturers investigation is still ongoing; if additional information is received, a follow-up report may be submitted. There was patient involvement, however no adverse consequences were reported.

Manufacturer narrative:
(B)(4) - manufacturer's investigation is still ongoing; if additional information is received, a follow-up report may be submitted.